Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse was aspirating air from below the pump when a bubble appeared in the tubing. There was no patient harm reported.